Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10-jul-2023. H.6. Investigation summary: multiple samples were returned to our quality team for investigation. The products were visually inspected, no damage or defect was observed, the stopper is properly assembled onto the plunger rod, and the plunger moves correctly along the barrel. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station which helps facilitate easier movement of the plunger. The silicone employed in this product is a medical grade silicone authorized for product use. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including force testing and silicone content tests are conducted for each lot. As the lot involved in this incident is unknown, a device history review could not be performed. The returned product underwent these same tests and verified all product was within required limits. Based on the available information and sample evaluation we are not able to determine a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd plastipak¿ syringes there was persistent issues related to intermittent occlusion alarms. The following information was provided by the initial reporter: occlusion alarm in fresenius agilia tiva syringe pump the syringes have been used with different fresenius agilia tiva syringe pumps. The complainant have encountered persistent issues related to intermittent occlusion alarms, which lack any clinical explanation and occur at different times during the anesthesia process.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacturer date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes there was persistent issues related to intermittent occlusion alarms. The following information was provided by the initial reporter: occlusion alarm in fresenius agilia tiva syringe pump the syringes have been used with different fresenius agilia tiva syringe pumps. The complainant have encountered persistent issues related to intermittent occlusion alarms, which lack any clinical explanation and occur at different times during the anesthesia process.